Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced an infusion set fell off event on (B)(6) 2024. The infusion set had been in use for one day. Blood glucose level was 9.8 mmol/l at the time of event. No further information was available.